Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was in the ER yesterday due to uncomfortable stim. Caller stated within the last week patient has experienced unexpected, uncomfortable stim for no reason. Patient went to the ER yesterday because they were feeling stim even though the ins was off and they were feeling the sensation throughout their body. The patient also felt that their hearing, vision and heart (having palpitations) were being affected. Patient couldn't provide exact date as to when they noticed change in stim but definitely within the last week and caller provided specific instances, including one yesterday, in which stim was off and patient was lying on their left side but felt stim sensation (though not as strong as when they had their ins on). Another specific instance was on (B)(6) 2021 when the patient was out walking and they felt sudden increase in stim, crouched down and the sensation passed in about 30 seconds. Patient continued walking and again felt strong stim, continued walking and the sensation passed quicker but patient's husband was practically carrying the patient as they could barely walk. Upon meeting the patient today, ins was off and after checking connectivity and impedances, all were within range. Tss had caller check various reference electrodes and impedances ranged from around 600-900 ohms. Caller checked stim usage diary which showed that stim was used from around (B)(6) 2021 and hasn't been used since (B)(6) 2021. Caller stated patient uses adaptive stim and has been using it since the first year of implant when it was "tweaked" a few times. Using the tablet, tss had caller check positions for adaptive stim and upright (both sitting and standing), lying back and lying left positions were all correct. Caller viewed the amplitudes for the group patient was using (d, program 2) and provided the following: upright 3v, mobile 5.1v, lying left and right 3v, lying back 2.5v, lying front 0v. The issue was not resolved through troubleshooting. Tss suggested the following for further troubleshooting: palpate the system with ins to see if this elicits any change in stim, check impedances in various positions, obtain imaging and have patient record if the unexpected stim happens again and note what position and amplitude programmer shows at that time. Tss reviewed that it is unknown why patient would feel stim sensation with ins off and this may be medical in nature and physician would need to examine the patient. Tss reviewed, while ins is on, unexpected stim may be related to adaptive stim changing positions/amplitudes unexpectedly but we wouldn't know until patient keeps a diary and tss suggested not making any changes today and have patient keep track in the future. The patient's relevant medical history included patient has intermittent neuropathy in both hands and feet. Patient has moved to (B)(6) and hasn't established an hcp yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that patient complained that she was getting paresthesia all over her body, even when she turn the stimulation off. The ins was replaced.

Manufacturer narrative:
H3: product ID 97714, serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. Caller reported that the patient had been getting sporadic increases in stim randomly since (B)(6) 2021. There are no known activities or positions related and has happened walking, standing, sleeping. Reviewed impedances taken in different positions and all within normal ranges.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported cause was not determined. Met with the patient to run impedance and check the device with tablet on december 1st. Rep called tech services for help but none was not able to determine the root of the complaint. Issue not resolved; the patient met with the (B)(6) in clinic. (B)(6) referred the patient to neurology to make sure something else isn¿t going on. Also the patient disclosed to me that the have ehlers-danlos syndrome, rep does not know if that could be contributing the sensation the patient reported to rep.